Manufacturer narrative:
UDI: (01) (B)(4), (21) (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the color band of the craniotome device was chipping/fading. It was determined that the neuro-tip was bent/damaged. It was observed that the bearing and crain bracket were damaged, the color rings were missing, and the ball bearing had fallen apart. It was further determined that the device failed pretest for temperature test could not be performed, cutter insertion and visual assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.